Event description:
A caller reported a cgm error 42 issue. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller to wait 20 minutes after the pump exited storage mode before initiating a sensor session. Additionally, the support team provided complete pump reset instructions and guided the caller through the process, which resolved the error issue.